Manufacturer narrative:
A spacelabs field service engineer was dispatched to the site for further investigation. Findings from a review of the device logs confirmed the reported event and cycling power resolves the issue. The device passed all tests and was placed into service. As the problem was discovered prior to use and a warning message displayed, use of the device is prevented until the issue is resolved. The investigation findings showed no risk of serious harm and no serious risk should the event recur, however spacelabs is filing reports of similar issues as requested by the FDA letter dated october 10, 2017.

Event description:
Spacelabs received a report that on (B)(6) 2017, an arkon was discovered in a failed state by the customer. The device was not in patient use when the issue was discovered. No injury was reported.